Manufacturer narrative:
Manufacturing review: the device history review record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Upon successful deployment, the filter had a mild tilt due to tortuosity of the ivc. Approximately after eight months, the multiple unsuccessful filter retrieval attempt was performed using recovery sheath and goose neck snare. Ivc venogram demonstrated hook on the ivc filter laterally displaced towards the left renal vein. The filter was unable to be removed as the hook of the filter embedded to the endothelium. Us venous doppler lower extremity left shows that there was a large deep vein thrombosis extending from the common femoral into the popliteal vein. There was a small amount of clot also noted within the small saphenous vein. A computed tomography shows multiple acute bilateral pulmonary embolisms. Therefore, the investigation is confirmed for retrieval difficulties, mal-positioned filter and positioning issue. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per the medical records, the filter was deployed with mild tilt due to tortuosity of the ivc. Unsuccessful attempts were made to retrieve the filter as the head of the filter was displaced towards the left renal vein. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the hook migrated towards the left renal vein and embedded in the endothelium. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.